Manufacturer narrative:
(B)(4): the customer reported that there was no sound coming from the speaker. In an abundance of caution, we will report this incident although in this case, the alarms would still be annunciated at the central station. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was no sound coming from the speaker.